Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the syringe could not be connected to the inflation valve of the catheter during pretest. Per additional information received via email on 17 september 2019 from ibc representative, the syringe had fit in the inflation valve, but it was not fixed firm causing it to immediately fall off.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The evaluation found no difficulties in regards to connecting the syringe to the valve of catheter.the potential root cause for this reported event could be due user related (eg: incorrect syringe) or valve damage during valving and capping process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1) occlude drainage tubing a minimum of 10 cm below the sampling port by kinking the tubing until urine fills the tubing up to near (slightly above) the sampling port. 2) swab surface of site with antiseptic wipe. 3) using aseptic technique, position theneedle-lesssyringe (slip-tip type or luer-lock type) in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe and twist to lock the syringe onto the sampling port. 4) aspirate desired volume of urine. After sampling, detach the syringe. Ensure that the rubber stem of the sampling port has returned to its original position. 5) unkink tubing." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringe could not be connected to the inflation valve of the catheter during pretest. Per additional information received via email on 17 september 2019 from ibc representative, the syringe had fit in the inflation valve, but it was not fixed firm causing it to immediately fall off.